Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order could not exceed the quantity. A technical support specialist (tss) initially restarted a data synchronization service to restore communication between stations. The tss found that the application server was low on memory and worked with the customer to add 2 gb of memory to the server. The tss found that orders were still delayed due to data base server having large data base and high hardware drive latency. The local hospital information technology (hit) team corrected the issue and there was no delay with messages crossing to pyxis. The system functioned as intended after the technical support specialist and hit team troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was on disconnect mode and critical override. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. There were no adverse events or injuries reported based on this event.